Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the implant broke. A polyester fiber was embedded onto one cylinder. No information was provided regarding the patient's outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.